Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Metal pin came out into my mouth and it won't rotate - oral-b [device breakage]. Case narrative: consumer via phone stated that the oral-b floss action toothbrush head pin came out into their mouth and it would not rotate. No injury was reported.